Event description:
During a service call on the aer unit for temp light off, an asp fse (field service engineer) alleged an adverse reaction due to the exposure to cidex opa. The fse stated there were fumes mainly locally inside the unit. The fse experienced eye irritation (burning sensation), a headache, and dizziness/light-headedness; he did not feel well while working on the unit. The fse stated the headache lasted three hours; dizziness/light headedness lasted 30 mins, and the eye irritation lasted three hours after exposure. He began to feel better when he was not working so close to the liquid and got some fresh air. No medical attention was sought. The symptoms have resolved. The fse stated there were no complaints of any fumes. Although the room was small, he worked alone.

Manufacturer narrative:
Asp investigation summary: the investigation included a functional analysis, complaint trending by problem codes, service history review, failure mode and effects analysis, system hazard use and misuse analysis, health hazard evaluation, and a corrective and preventative action plan. The microprocessor board was returned to asp and forwarded to the external manufacturer for evaluation. Part was tested and failure could not be confirmed by the manufacturer. The heater was discarded by the customer and was not returned for evaluation. Review of the aer service history for the six months prior to the complaint (from march 2009 to august 2009) shows no similar related issues with the unit. A review of the aer complaint history from august 2009 through december 2010 for the aer with the problem code "temperature subsystem failure" reveals a decreasing trend, however, the ucl (upper control limit) was exceeded in september 2009. A CAPA (corrective and preventative action plan) was opened to address the above issue. One of the action items of the CAPA was to issue a customer letter instructing aer customers to disconnect the heater. The customer letter was sent to this specific customer in february 2010. A review of the aer fmea (failure mode and effects analysis) for the heater remaining on indicated rpn (risk priority number) scores above the threshold of 100. A review of the hhe (health hazard evaluation) for overheating of disinfectant in the aer indicated a hazard/risk score of 8 which is moderate. A review of the complaint history from august 2009 through december 2010 for cidex opa solution with the problem code "hr-eye burning" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard use and misuse analysis ) were reviewed for user eye discomfort. The fmea score was below the threshold of 100, and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) for similar user symptoms indicated that these symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The hhe hazard/risk index score was a 2 or none/negligible. The returned microprocessor board was tested and failure could not be confirmed. Therefore, the probable cause of this event is likely due to the thermistor or temperature sensor harness. The cracked tank was likely due to overheating. The overheating of the cidex opa solution had likely contributed to the reported symptoms by the fse.